Event description:
It was reported that an occlusion alarm occurred. Tandem customer technical support (cts) helped customer re-load the cartridge and successfully resume insulin therapy. Customer¿s blood glucose level was 190 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.